Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for cassette not attached. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. Physical condition of the pump found it to be in good physical condition. The pump was tested for any signs of function and pressure failure. The customer complaint was not verified, as no alarm sounded when cassette was attached. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4).

Event description:
Additional information received indicated that this event occurred during preventive maintenance. No patient was involved.

Manufacturer narrative:
Updated with no patient involvement.